Manufacturer narrative:
Evaluation of the returned device did not confirm the permanent out of range signal.

Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.